Event description:
The customer reported via phone call that they frequently had no or intermittent response by button press on all buttons. Insulin pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads, cracked reservoir tube, minor scratches and cracked display window.